Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failure in order crossover. A technical support specialist verified that the servers have been repaired, and no additional issues have been reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es patients were not showing up. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.